Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that acrobat suv vacuum stabilizer system, st didn't tighten when surgeon wanted to use stabilizer. Customer took another acrobat suv vacuum stabilizer to use and it worked properly. No patient harm.